Manufacturer narrative:
The reported failure of the power management board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy o2 ventilator, japan was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, an r internal battery depleted error was identified in the device's event log. This error occurred while the internal battery charge level was recorded at 97 percent and indicates that the internal battery had been depleted. Because the internal battery is the final available power source, depletion may impact therapy delivery. The device's power management board was replaced to address the issue. A periodic maintenance 1 procedure was also performed. The service technician completed repair test, alarm checks, battery checks, run-in testing, and cleaning. Following these procedures, the device was confirmed to operate properly. The software version was verified as 14.2.05.